Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in tortuous left anterior descending artery (lad). The lesion was predilated with a 3.00 x 15 mm maverick balloon. The physician advanced a 2.75 x 16 mm liberte stent, however, this was unable to cross the lesion. The physician then attempted to cross the lesion with a 2.75 x 20 mm taxus express2 drug eluting stent but again was unable to cross the lesion. While removing the taxus stent through the guide catheter the struts flared. The procedure was successfully completed with a pixel stent of unknown size. No patient complications were reported.